Event description:
It was reported the patient experienced a loss of therapeutic effect. The device was reprogrammed unsuccessfully. The patient continued to experience problems with the device. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).